Event description:
It was reported that at the time of implant, blood was seen inside the connector block where the silicon and titanium connect. It was not at the lead connection port. The hcp attempted to wipe the blood away. The device was not implanted and sent to the manufacturer for analysis.

Manufacturer narrative:
(B) (4).